Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited a puncture due to patient bite. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional event information received:the event occurred during a diagnostic procedure. The device was replaced and the procedure completed using a similar device without delay. There was no patient patient injury.

Manufacturer narrative:
Updated: b5, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage to the connecting tube was found, likely the result of physical stress due to patient biting the image guide bundle during the procedure. The event can be detected/prevented by following the instructions for use which state: when inserting the endoscope through the mouth, place the mouthpiece in the patient¿s mouth as necessary before inserting the endoscope to prevent the patient from accidentally biting the insertion section. Biting the insertion section may result in breakage of the cable or malfunction of the light guide. Olympus will continue to monitor field performance for this device.